Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed via ultrasound, mammogram and MRI. Later healthcare professional confirmed the event. This record is for the right side. The device remains implanted.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". Later healthcare professional reported "breast pain and cyst". This record is for the right side. Device was explanted and it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening and broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported rupture diagnosed via ultrasound, mammogram and MRI. Later healthcare professional confirmed the event. This record is for the right side. The device remains implanted. Device will not be returned.

Event description:
Patient reported rupture diagnosed via ultrasound, mammogram and MRI. Later healthcare professional confirmed the event. This record is for the right side. The device remains implanted. Device will not be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.